Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address a loose stem; however, upon exposure it was determined the stem was not loose. The surgeon then chose to remove the mom hip because of possible metal sensitivity. Update rec'd 6/10/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and toxic cobalt-chromium metal debris to be released into the tissue. There is no new additional information that would affect the outcome of the investigation. Update 11/20/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note there was no mention of metal debris, metal ions, or a loose stem. The cup was also revised due the surgeon not feeling comfortable with using a depuy poly liner and he wasn't sure if the a competitor liner would fit on a depuy cup. The cup placed was competitor. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/9/2014. Update 11/21/2016- pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, discomfort, metal ion toxicity, metallosis. The (B)(6) 2010 revision operative note indicated the presence of a copious amount of white, non-pus fluid all over the bearing. Also noted were a few small dark granulomas "suggesting metal wear". There were no metal ion level labs available. Corrected manufacturing dates, and added expiry dates. Added stem for alleged metal ion toxicity, and abnormal results:metal ions and metallosis harms. The complaint was updated on: 12/12/2016.